Event description:
Device malfunction: none. Adverse event: cerebrovascular accident. Onset of adverse event: after the procedure. It was reported that during the procedure of a left internal carotid artery, the patient experienced relatively prolonged asystolic and was given atropine and recovered 'nicely'. Post xact stent deployment, there was some distal spasm that was relieved by nitroglycerin. There was no evidence of distal embolization. That evening, the patient experienced confusion and dysarthria. Head CT scan was negative and showed a patent stent. On (B) (6) 2010, MRI showed several very small hemispheric cerebrovascular accidents. The patient was also noted to have a blood sugar of 45. After the patient was treated with dextrose infusion, some improvement in mental status was observed. The patient's anti-diabetic medication was held. The physician questions if the very small acute strokes could have caused the patient's altered mental status or if the cause was delirium and low blood sugar. The patient's symptoms resolved on (B) (6) 2010 without treatment. The patient was discharged home on (B) (6) 2010. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.